Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after receiving one inappropriate shock. Technical services (ts) was consulted to review device data and determined the episode was attributed to oversensing of non-physiological noise accompanied by a change in r-wave morphology. Device troubleshooting was performed, and the sensing configuration was reprogrammed to the secondary vector. Ts discussed other troubleshooting options. At this time, the electrode remains in service. No adverse patient effects were reported.